Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the palacos packaging tore while trying to open to the sterile field. It was reported that this problem has occurred on several occasions. Additional clinical follow up with the customer indicated that there was no report of patient or user injury and alternative product was available for use. It was reported that surgery time was extended by two to three minutes while retrieving an additional package of palacos r+g to have two complete batches for the planned technique.